Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that customer experienced past low blood glucose level around 45 to 50 mg/dl resulting in a hospitalization. Cause was not known. Customer declined follow up from tandem technical support. No additional information was provided.